Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death/event - estimated. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 2.5 x 33 mm xience prime stent in the proximal circumflex artery. On an unspecified date, the patient died. No additional information has been provided.

Manufacturer narrative:
(B)(4). Thrombosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the previous report, additional information was provided which indicated that the patient's death was possibly due to stent thrombosis.